Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The customer was unsure if their new technician may have discarded the device. Visual inspection could not be performed; therefore, the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was only partially inserted. If explanted, give date: not applicable, as the lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer experienced loading issue while inserting lens into the eye. The cartridge was not far enough into the eye before expressing the plunger. The lens was removed and incision was enlarged. There was no patient injury.